Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to capture and was failing to sense. When the physician was trying to reposition the rv lead, it was found that the rv lead helix was failing to extend. The rv lead was not used. The physician continued with second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to sense, failure to capture and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over-torqued consistent with procedural damage. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing was normal with no anomalies found.